Event description:
It was reported that the patient was experiencing a change in therapy effect. For six days the patient had been having seizures at the same time everyday, 1 to 1:10pm. The patient had been drowsy, experiencing respiratory depression, and "is a nonverbal" (unknown if the latter was baseline for the patient). The mother took the patient in to be seen, the hcp increased the patient's dose, and the patient had a seizure "right after". The patient was very rigid and "doesn't understand what pump is doing for him". The patient hadn't "been eating too much". There was no injury or trauma to the patient. Final patient outcome was not reported. Additional information has been requested.

Manufacturer narrative:
Anorexia.